Event description:
Olympus was informed that during an unspecified procedure, the loop wire of the suspect medical device broke off inside the patient. No fragments/parts remained inside the patient as they were reportedly retrieved by unknown approach. It is also unknown if and how the intended procedure was completed. However, there was no patient injury reported.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.